Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module, on/standby switch, pressure switch, and o-ring were replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module, on/standby switch, pressure switch, and o-ring were replaced to resolve the issue.

Event description:
The hospital reported a leak resulting in a loss of drive gas. There was no patient involvement.